Manufacturer narrative:
The recipient will not be reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected explant surgery. The recipient was reportedly a non-user due to lack of benefit. The recipient¿s device has been explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode and dented bottom cover. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. Damage induced during the failure analysis prevented an electrical test from being performed. The device passed the electrical tests performed. The residual gas analysis (rga) was above the test limit. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the rga test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. An internal corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode and dented bottom cover. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. Damage induced during the failure analysis prevented an electrical test from being performed. The device passed the electrical tests performed. The residual gas analysis (rga) was above the test limit. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the rga test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. An internal corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.